Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was found that the channel ring was stuck with the biopsy channel port, which caused the deformation. In addition, the following non-reportable malfunction was found during the device evaluation; the insertion section mount (k-mount) was found deformed. This event occurred during disassembly work while repairing the device because the channel ring was stuck with the biopsy channel port. Olympus will continue to monitor field performance for this device.

Event description:
The event reported by the field service engineer was observed during a general routine inspection and no procedure/ patient was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, as well as corrections to e1, e2, e3, and g2. Please see updated to b5, e1, e2, e3, and g2.

Manufacturer narrative:
The device was returned to olympus for evaluation and the excessive angulation was not confirmed. Wrinkle on the bending section was confirmed but there was no broken fiber. In addition to the findings reported in there was a stain on the image and a low angle in the down direction. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The field service engineer (fse) reported on behalf of the customer, there were wrinkles on the bending section cover of the uretero-reno fiberscope from improper cleaning and usage and the angulation was out of specification. During the inspection and testing of the returned device, the forceps channel was deformed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.